Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported that there were chips and cracks on the display and reservoir of the insulin pump. The customer also reported condensation inside the screen of the insulin pump. The customer also reported having to frequently change batteries on the insulin pump. No additional information was provided.